Event description:
It was reported that the ventricular lead exhibited noise. A lead revision was to be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.